Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was the patient reported they could not seem to get their neurostimulators battery to accept a recharge for several months.  Patient stated they last successfully charged the ins 4-5 months ago. Patient said they had not had to do anything to it for a while <(>&<)> their healthcare provider assistant suggested maybe the battery is dead.  Patient service specialist reviewed possible over-discharge with patient. The issue was not resolved. Additional information was received from the manufacturer representative (rep) reporting that they were unable to determine/further clarify at this time if the patient¿s ins was overdischarged. It was reported that they would be meeting with pt to possibly trickle charge and diagnose what¿s happening on 8/11/23. Additional information received from the manufacturer representative reported that they were unable to determine if the implant was in overdischarge as the patient didn¿t want to attempt a trickle charge and asked the physician for the implant to be replaced to a different model. The patient asked for the replacement because she was close to the elective replacement indicatortime. The device was replaced on 23-aug and there was high impedance on electrode 4 that was greater than 40000, however the patient was still able to get adequate coverage. Additional information received. Rep reported customer discarded device. They were notified it should be returned.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.